Manufacturer narrative:
Initial and final MDR (B)(6) -MDR 8021545-2024-01865 device 1 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 20-may-2024 it was reported that two infusion set was fell off during use. No further information available.